Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer had a printer failure. During analysis, the programmer printed reports and saved to universal serial bus (usb) media. It was indicated that a sluggish performance error was found in the log parsing sheet. The hard drive was reconfigured and reloaded with software as a preventative. It was also indicated that the programmer failed an incoming test requiring replacement of the radio frequency transceiver (rft). Manufacturer's analysis confirmed the customer comment that the stylus was out of calibration with the display screen. The overlay bezel assembly was replaced and calibrated to the stylus. It was also indicated that the lower case and medial bay door were worn and therefore replaced. It was also indicated that the programmer screen flickered and therefore the micro processing unit and interpose board were replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a printer failure and the screen failed to respond to stylus. The printer was returned for service. The programmer tested out of specification during manufacturer's analysis no patient complications have been reported as a result of this event.